Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative was able to contact the patient. The patient stated a similar experience reported in the event. It was noted the symptoms were resolving. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt was in hospital for lung issues and they started to get pain that they don't normally get all down their left side and some on the right side. Pt was starting to hurt a lot more even though they have not done anything other than laying in bed for the last 12 days. Pt turn the frequency up (pt mentioned they were on a high frequency already) and it was not working so they kept on increasing it (pss understood increasing stimulation intensity). Pt then fell asleep and on sunday morning the pt woke up and they were paralyzed from the waist down and currently the pt still can't walk. Pt was in excruciating pain and an ambulance had to pick them up. The pts entire body is trembling like an earthquake and the legs on the skin is a shock like its christmas light twinkling in their leg; and the muscles are so wimped. The pt doctors said the muscles were mush and it fried their muscles, pt noted that the issues were their muscles and when the squeeze their calf it felt like mash potato's. The pt went to their surgeon and they will do MRI. The sensation is now going up to arms and they cant even hold an ink pen. The pt was feeling better today for one of their legs were coming back. The rep had tried calling but they missed their call and the pt attempted to call back but they did not answer. Pt needs the device but they don't want to use it until they talk to somebody. The patient was redirected to their healthcare provider to further address the issue.